Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered potential inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored data and noted two anti-tachycardia pacing (atp) bursts and two shock were delivered on atrial fibrillation (af) episode with rapid ventricular response (rvr). Technical services (ts) discussed the recent adjustment in medication and provided reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.